Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (2 mg per ml at 0.35 mg daily) via an implantable pump for unknown indications for use. It was reported that the patient had fluid build up around pump. It was drained but it continued to come back every month. There was no infection p resent and it was not cerebrospinal fluid or medication; the healthcare provider decided it was seroma fluid. There were no known external factors and no troubleshooting was performed. The pump was replaced and the pocket was moved to the opposite side of their body. The event was resolved.